Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Images provided by the customer were reviewed. The balloon bursting at the distal end of the inflation balloon was seen. The delivery system was caught on distal end of the sheath. There was compression of the flex shaft and an enlarged sheath diameter. The balloon and nose tip was completely separated from the commander system. The related work orders did not reveal any manufacturing related issues that could have contributed to this complaint. A review of the related work order revealed one complaint for balloon burst, but not manufacturing non-conformances were identified during product evaluation. A review of work order did not reveal any additional complaints for withdrawal difficulty or distal tip separated. A review of complaint history from november 2018 to october 2019 for the edwards commander delivery system (all models and sizes) revealed other similar complaints with returned devices. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. No manufacturing non-conformities were found in the returned samples. Available information indicates that patient/procedural factors have contributed to the similar events. The review of complaint data found that the complaint rate did not exceed the october 2019 control limit for the related trend categories. During manufacturing, the multiple 100% visual inspections and tests are performed throughout the manufacturing process. Additionally, the lot underwent product verification testing as a requirement for lot release. These inspections during the manufacturing process and testing performed during the product verification make it unlikely that a defect in manufacturing contributed to the reported events. The delivery system instructions for use (IFU), system preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. No IFU/ training deficiencies were identified. The events were confirmed based on returned imagery. A review of DHR, complaint history, lot history, and manufacturing mitigations, provided no indication that a manufacturing non-conformance contributed to the reported events. A review of IFU/training materials revealed no deficiencies. While no information on patient anatomy was received, complaint history suggests that patient factors, such as calcification, may have contributed to the complaint event. Based on available evidence, it was found that calcification can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the patient anatomy can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, IFU and training material state to use nominal volume when inflating the balloon. Per the complaint description, it was reported that the valve was post dilated with +2cc of fluid. As such, it is possible that the additional volume used could have contributed to the balloon burst as well. Once the inflation balloon burst, the profile of the balloon would have been altered. This would have created difficulty in withdrawing the delivery system, as the burst balloon could have been caught on the tip of the esheath. Imagery provided by the complaint site supports that there was difficulty retrieving the delivery system back into the tip of the sheath. Degree of tortuosity of the patient anatomy was not provided; however, tortuosity in the access vessel could also cause non-coaxial retrieval angles. This would have further exacerbated delivery system withdrawal difficulties through the sheath. It is likely that additional force was applied to overcome the withdrawal difficulties, resulting in the observed separation of the distal tip. As such, it is likely that patient (calcification/tortuosity) and/or procedural factors (over inflation/withdrawal of burst balloon/excessive device manipulation) contributed to the reported events. However, based on available information, a definite root cause cannot be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. No IFU/training manual deficiencies were identified, and review of complaint history revealed that the occurrence rates for the applicable trend categories did not exceed their respective control limits. Therefore, neither product risk assessment escalation nor corrective actions are required at this time.

Manufacturer narrative:
UDI (B)(4).  The device was not returned for evaluation as it was discarded by the site. Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), post dilation with the commander system +2cc was required due to paravalvular leak (pvl). The balloon ruptured but the leak went from moderate to mild/mild+. The team attempted to withdraw the balloon into esheath, but was unsuccessful. The balloon was caught at iliac bifurcation. They attempted to withdraw the esheath and commander system as unit, but were unsuccessful. The balloon catheter remained lodged at the iliac bifurcation. The commander delivery system was cut away from balloon sheath and a 14fr gore dryseal was used to try to recapture balloon into a sheath. This was unsuccessful. A 10mm snare introduced to recapture the balloon but was also unsuccessful. The balloon catheter eventually broke away, leaving just the fractured balloon and nosecone remaining in the body. The vascular surgeon was called in to open the patient¿s abdomen and retrieve the balloon remnants.